Event description:
A pt came in for an ultrasound test because her last menstrual period was 11/96. The first hcg plus combo gave a negative result and the ultrasound test showed the pt to be 4 weeks pregnant. When this was seen another hcg plus combo test was run and the result was positive. The account stated the tests were run with the same sample. The sample was serum and is not available. Add'l info received from the reporter 3/4/97 indicates the pt is pregnant. The initial testpack result was reported negative and the pt then went to x-ray. The x-ray was not done because per the reporter: "the x-ray dept detected a second heartbeat." The pt was then sent back to the lab and a second pregnancy test was done using the same testpack lot. The result as positive. The x-ray was not done. The reporter will not give any more info due to pt confidentiality.

Manufacturer narrative:
Results of investigation: no customer returns received. In-house reaction discs met acceptance criteria when tested with in-house panels. Without the returned kit/sample, it cannot be determined if the complaint is kit/sample related. Eval complete-final report.